Event description:
My long covid symptoms had finally started to abate after two years and I continued to quarantine most of the time as a way of life. Every few weeks, I tried to pcr test to catch asymptomatic sars covid-19 infections. Since I was careful to use health and safety protocols, I felt devastated to receive a positive covid pcr result from cue on (B)(6) 2024. I let my doctor know and he prescribed paxlovid - which was hard to find because pfizer pulled it off the pharmacy shelves for rebranding. This was stressful and scary. I then received negative labpcr naats on (B)(6) 2024 as well as a negative metrix naat on (B)(6) 2024 and negative cue naat and metrix naat and rapid antigen test on (B)(6) 2024. After the positive cue test on (B)(6) 2024 followed by five negative pcr tests and a negative rapid antigen test and learning that cue was pulled from the market, I believe the (B)(6) 2024 cue test result was a false positive. Reader sn (serial number): (B)(6). Cartridge sn (serial number): (B)(6). Test ID: (B)(4).